Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a ladg procedure. The reload was connected but when performing the clamp test the jaws did not open completely. The case was completed using a new reload. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The jaws of the reload would not open fully. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. It was found that the drive pins on the device are displacing the anvil¿s tissue stops inward toward the center of the device creating an increased frictional force on the device¿s channel. This increased frictional force on the channel is the root cause to the device¿s jaws not opening freely. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.